Manufacturer narrative:
Complainant name: (B)(6). Di: (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm promus premier¿ stent was selected to treat the lesion and it was noted that the stent was damaged. No patient complications were reported.